Event description:
It was reported that underfill occurred during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter, "tubes not filling up all the way, leaving not enough blood collected for a correct result."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter, "tubes not filling up all the way, leaving not enough blood collected for a correct result."